Event description:
It was reported that a patient sustained redness to the face and leg areas following hair removal treatment with a lumenis one laser et handpiece. No information regarding a report of serious injury or any medical intervention to preclude serious injury was received.

Manufacturer narrative:
A lumenis technical expert examined the subject device noting that debris build up was observed on the treatment tip as a result of insufficient cleaning by the device operator in contradiction to device labeling and common medical practice. This is determined to be the root cause of the event reported. A lumenis healthcare professional evaluated the reported event details concluding the reported treatment settings were appropriate based on common medical practice and device labeling.